Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to low amplitude or poor morphology and high pacing thresholds. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).